Event description:
Consumer complaint about high blood results. Customer normally ranges from 134mg/dl two hours after a meal. Based on parkes error grid analysis, the bias between the highest result in memory (570) and the lowest normal result (134) is located in zonec/d. No adverse event reported.

Manufacturer narrative:
(B)(4)